Manufacturer narrative:
A specific root cause could not be identified. The field service representatiev did not find any issues on the instrument. Based on information provided, the hemolysis index of the patient sample suggested the sample was not centrifuged before the aliquot was made. No additional information was available for further invesetigation. No adverse events were reported.

Event description:
Complainant alleged that during biomed testing, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
The user received questionable magnesium and potassium results for three patient samples. Of the data provided, the magnesium result for one sample was discrepant. The initial result from an aliquot tube processed by the mpa aliquoter was 12.2 mmol/l with a data flag and was reported. The original sample was repeated and a result of 2.0 mmol/l was sent out on a corrected report. The sample was recentrifuged and tested on two additional c501 analyzers with a result of 2.0 mmol/l on each. The user stated the physician did not believe the initial result. The magnesium reagent lot number was not provided. The field service representative could not find a cause, but noted clotted sample alarms on the mpa analyzer at the time the sample was processed. To verify the analyzer operation, he ran precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.